Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was patient reported that they were not feeling the stimulation of the implantable neurostimulator (ins). Agent walked the patient through accessing the mystim app and the patient confirmed the therapy was on. Patient tried to turn off and, on the therapy, and increase the intensity, but the issue was not resolved. Agent redirected the patient to hcp for further assistance.